Event description:
The customer reported "oil mist in the air". Attempted to f/u with the customer regarding potential physical issues with the oil mist and the customer was not available. The asp field svc engineer (fse) repaired the unit.

Manufacturer narrative:
The fse was unable to recreate the mist problem that the customer reported. He replaced the oil mist filter and verified system specs with an empty cycle. The unit met specs.